Event description:
The pump was returned for investigation. Investigation revealed a display failure and a battery compartment crack. This report is made based on results of investigation completed on 01/16/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was powered on and the display screen appeared discolored. The battery compartment was also observed to be cracked. Unrelated to these issues, testing revealed that the time and date reset to factory settings. The pump case was removed and evaluation revealed that the internal clock battery on the printed circuit board had failed. (B)(4).